Manufacturer narrative:
X-ray films were provided. X-rays showed the plate was placed from c5 to c7 with interbody graft. The plate collapsed significantly at c5/c6. It appears the collapse has caused enough shear to break the screws. Further collapse then allowed the screw at c5 to back out. The screws appear to be shorter than optimal length but are not likely to have contributed to the collapse. The plate was returned for eval; the screws were discarded at the hospital. Visual examination confirmed the superior and middle locking ring is broken. Anterior surface wear and witness marks are consistent with implant/explant damage. Fracture analysis of the broken ring revealed a fairly brittle fracture with no indication of fatigue. A review of the device history records did not identify any applicable nonconformance to spec. With the available info, a cause or contributing factor cannot be identified.

Event description:
It was reported that the pt underwent anterior cervical discectomy and fusion (acdf) from c4 to c6. The pt was seen for follow up approx four months later. X-rays showed the top locking ring on the plate was broken; the two top screws had backed out. The screws were not broken. The pt underwent revision surgery. The hardware was removed and replaced with a competitor cervical plate system. Reportedly, fusion had not occurred. No additional pt complications were reported.